Manufacturer narrative:
The product was returned and visual inspection was normal. The interrogation results were normal and preliminary test results acceptable.

Event description:
It was reported that the patient manifested discomfort with left arm movement and requested a pocket revision. The device was explanted and replaced. There were no patient consequences.